Event description:
Customer reported that the battery of their t:slim x2 pump would not charge, and a power source alert appeared in the pump history. There was no adverse impact to the customer's blood glucose level. Technical support arranged for a replacement pump and confirmed that the customer would use multiple daily injections (mdi) as a backup. Customer agreed to send insurance card pictures and acknowledged the steps needed upon receiving the out-of-warranty loaner pump.